Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported blood glucose level was 200 (mg/dl). Troubleshooting could not be performed as the customer had changed out all supplies prior to contacting tandem technical support.